Manufacturer narrative:
Additional contact (B)(6). The patient ID was filled inadvertently in the initial emdr. The patient is unknown and the field must be kept blank. Updated fields - b4, d8, e1 (event site state and telephone), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The nurse reported that unplugging and reconnecting the helium tubing to the pump had resolved the alarm. He inquired about reasons of the alarm. Esp personnel verified that there was no blood or discoloration in the helium tubing. They discussed the appropriate troubleshooting steps for this alarm; checking the helium tubing for blood or discoloration, pressing the iab fill key for 2¿3 seconds, pressing start, and rechecking the helium tubing. They reviewed the nature of the alarm and the possible clinical causes. The patient was ventilated with a peep of 6. Esp personnel explained that the alarm was most likely caused by an increase in intrathoracic pressure related to the peep.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had leak in the circuit alarm issue. There was no harm or injury reported.